Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with a bicuspid native aortic valve that was not particularly calcified, heavy crowding against the non-coronary cusp was noted during deployment. At full deployment, suboptimal expansion of the valve frame remained evident and an unspecified aortic regurgitation (ar) was observed; a post-implant dilation was required. A second valve was loaded and the dcs was inserted into the patient. However, the dcs would not pass through the first valve. The patient's ar and hemodynamics had improved. No further intervention was needed. The dcs with the second valve were withdrawn from the patient. No adverse patient effects were reported. Additional information was received which indicated that the previously reported aortic regurgitation was moderate to severe paravalvular leak (pvl). Following the post dilation, mild to moderate pvl remained. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: one media file and two static images were provided for review. Imaging of the valve load was provided for review and d demonstrates overlap up to the third node, which would be considered an acceptable load. There is an image of 80% deployment and an image just before release of paddles. There does appear to be crowding on the non-coronary cusp see red brackets. No imaging of the fully deployed valve or second valve attempt was provided for review. No patient summary is provided for anatomical review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The under expansion may have been a contributing cause. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.